Event description:
It was reported that during use, the pump would not stop after delivery, the pump would not stop pumping when the stop button was pressed, and pressing the stop button would deploy a bolus. It was noted that the pump had recently been updated. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Corrected data: d4 UDI number. Additional information was provided that the event date was 30-jan-2024. B3 updated. No product was returned. Attached files suggested that the issue was user error issue and not a defect in the device; however, this could not be confirmed as no product was returned. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.